Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, physician encountered difficulties inserting the stylet into the lead. Sensing issues were also encountered. Lead damage was suggested. This lead was then successfully replaced. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of sensing issues.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, physician encountered difficulties inserting the stylet into the lead and sensing issues. Lead damage was suggested. This lead was then successfully replaced. No adverse patient effects were reported.